Event description:
An event was reported to co's office in error, as the device involved was another MFR's product. The reason for removal was "malfunction." Note: determination of reportability and categorization of this event was made according to this MFR's policies and procedures and the info rec'd in compliance with medical device reporting regulations. These determinations are not intended to evaluate this occurrence or suggest a cause (ref. Section b1,b2,h1).